Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up appointment it was learned a power on reset had occurred. Re-programming of the device was performed. Additional information was received reporting that at ¿todays follow up there were no abnormal observations and all measurements were found to be within normal range." The device remains in use and no patient complications have been reported as a result of this event.